Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, a resolute onyx des was implanted in the lad. During the procedure, a dissection occurred which was treated with the implant of another resolute onyx des in the lad. The sponsor assessed the event as possibly related to the index device but not related to the antiplatelet medication.

Manufacturer narrative:
It was confirmed that no dissection occurred. If information is provided in the future, a supplemental report will be issued.